Event description:
In surgery, an I-beam cathcart implant was used; catalog number 1045-24-000; lot number un2e61004. The surgeon wanted to remove the implant during the procedure to reposition it. The removal instrument; catalog numbers 2046-10-000 and 2046-28-000 would not fit into the threads on the implant. The threaded hole in the lateral shoulder of the stem was too big to accept the end of the removal instrument and adapter. The surgeon was able to extract the implant in anothr manner; reposition it and implant it. A second stem, also catalog number 1045-24-000, was opened. The removal instrument would not fit it either. They then tried it in another implant; this time another size: 1045-16-00. It fit perfectly in this size. Finally: they tried a third size; 1045-22-000. This third size had the same problem as the original: the hole was too big. Surgery was extended 35 - 45 mins.